Event description:
During caardiac catheterization attempts made at entering right femoral artery unsuccessful. Attempts on left, a glidewire subsequently used. Upon withdrawal of wire a small discoloration as well as an acute angle on it was noted. (No resistance noted). A second glide wire passed up to bifurcation without difficulty. Obstruction encountered, attempted removal, resistance noted, entire needle and glidewire assembly removed. Bevel of needle had slashed into coating. Fluoroscopic confirmed remains of possibly coating from initial guide wire insertion.surgical intervention post attempted heart cath findings: foreign body in left groin on top of artery. No trauma or complication to vessel. Path gros dx: elastic synthetic material. Pt discharged a.m. 6/30/94.